Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformances were identified for this lot. No similar complaint was received for lot 4k03779 and malfunction code ¿uca-pmc11.07 primary pack has incomplete or open seal / weld, or is torn, ripped damaged, split, cracked or crushed or contains holes or exhibits external contamination (e.g. Water marks, stains), or dressing or loose material is trapped in packaging¿. The machine logbook was reviewed, and no records related to this issue were found. Additionally, no nonconformances were identified during the sterilization process. The percentage of affected pieces against lot is (B)(4). Affected quantity is within aql (B)(4). This complaint was presented on complaint review board on november 13, 2025. Attendees decided that this is considered an isolated issue and no further actions are required. Operators will be retrained according to g708002 education and training of production personnel (current version) and the issue will be presented to operators according to wi-001366 qa data visualization (current version). Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E.1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
The patient stated the following: "when I squeeze the fluid, it leaks out because it's not properly sealed, and I can't use a catheter that leaks right there because it's infected since it's not properly sealed. It might be a very small opening, but since it's not properly sealed, it's a catheter that's not fit to be used because it's already contaminated."